Event description:
It was reported that the patient presented for routine follow-up, the programmer exhibited diagnostics anomaly. The programmer displayed longevity was higher than normal. The patient would continue to be monitored

Manufacturer narrative:
New information: device manufacture date.